Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the stylus was intermittently not working on the screen, however it was also noted that the female port connector for the stylus on the media processing unit (mpu) was loose which could cause an intermittent connectivity issue for the male pin connector for the stylus and the mpu was therefore replaced.

Event description:
It was reported that the programmer's touch pen stylus was intermittently not working well on the screen. The stylus was changed out but the situation persisted and it was speculated that the issue was with the connector block. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.